Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced are filed under separate medwatch report number.

Event description:
This is being filed to report a significant atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted; however, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). In the physicians opinion this was due to patient anatomy. A second clip was implanted to stabilize the slda clip, reducing the mr to a grade of 1. The patient returned (B)(6) 2022 with shortness of breath and it was determined that the atrial septal defect (asd) was still open. An occluder was implanted (B)(6) 2022 to treat the significant asd. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported dyspnea was due to the reported atrial septal defect (asd). A cause of the reported perforation (asd) could not be determined. The reported patient effect of perforation and dyspnea as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.